Manufacturer narrative:
Additional information (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the surgeon revised a constrained liner. The bipolar head was dislocated from the liner.

Manufacturer narrative:
The patient is 71 inches in height. An event regarding a dissociation between the trident constrained liner and uh1 component involving a trident 0 deg constrained insert 28f was reported. The event was confirmed. A material analysis concluded, ¿no material or manufacturing defects were observed on the surfaces examined.¿ a review of the provided operative report, office notes, and medical history by a clinical consultant indicated: ¿in this tumor resection in a dementia patient an inherently unstable is not unexpected. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation.¿ a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The dissociation was confirmed. A material analysis of the returned device and a clinical review of the provided medical records have concluded that no material or manufacturing defects were observed. Based on the results of the clinician review, the root cause was likely due to patient factors.

Event description:
It was reported that the surgeon revised a constrained liner. The bipolar head was dislocated from the liner.